Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had less than three months remaining longevity from six months remaining after almost three months of last check. Boston scientific technical services (ts) discussed that this pacemaker had high threshold/high outputs. In addition, ts noted an increased in power consumption which affected the device longevity. There is no known intervention as of this time. The device remains in service. No adverse patient effects were reported.